Event description:
Reporter indicated that pt developed an infection at his generator site approx two weeks after his initial implant procedure. The infection cleared after treatment with IV antibiotics for three weeks, and then the pt took oral antibiotics for ten days. Good faith attempts for further info are currently being made.